Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesions were located in the superficial femoral artery (sfa) and in a vessel below the knee. After a 1.2mmx15mmx142cm emerge¿ balloon catheter performed dilation in the sfa, sterling balloon catheter and innova stent were then used to treat the lesion. The 1.2mmx15mmx142cm emerge¿ balloon catheter was then advanced in the vessel below the knee for dilation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.